Event description:
It was reported during implantation of the wise crt system (battery s/n: (B)(6), transmitter s/n: (B)(6), electrode s/n: (B)(6), the system was unable to consistently detect the right ventricular (rv) pacing signal while the patient remained in the procedure laboratory. Multiple attempts were made to train the system to the rv pacing signal; however, rv pace detection was absent or intermittently detected at non-physiologic rates. Edge measurements during the procedure were elevated, ranging from approximately 68 to 95. In contrast, right atrial (ra) lead detection remained stable with edge measurements of approximately 3.983. No error messages were displayed on the programmer, and potential sources of external interference in the procedure room were assessed and ruled out. Following completion of the procedure and transfer of the patient to the recovery area, rv pace detection was successfully obtained within approximately 10 minutes after the patient was removed from the procedure table. Post-operative edge measurements improved. Immediately after implant in the recovery area, biventricular (biv) tracking/pacing was observed at approximately 50%. No additional follow-up data regarding biv pacing performance was available at the time of this report. No adverse patient sequelae were reported.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Manufacturer narrative:
The electrode associated with this event remains implanted and is not expected to be explanted for analysis. The investigation into this event remains ongoing. A supplemental report will be submitted to the FDA once the investigation has been completed and the results are available.